Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument to have a crack located at the adapter portion of the grip. The aluminum portion was not damaged. The hook could not be attached as a result of the damage. The cause of the damage was likely due to mishandling/misuse. There were no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument pin found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting an unspecified da vinci surgical procedure, the staff reportedly observed the aluminum pin inside the tip of the monopolar cautery instrument to have broken, thereby preventing the staff from putting the hook. No patient harm, adverse outcome or injury was reported.